Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-717b-xxxx: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at bevel edge; the metal cap exhibits severe charred detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic; fiber ID label is missing. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure at 149,598 joules of use and 21:42 minutes, broken; tip burned was noted. The fiber tip (cap) was cleaned during the procedure. The fiber was exchanged and the procedure was completed with a second fiber. Patient outcome: "ok" reported. No injury to the patient was reported.